Event description:
Customer reported, that fluoro exposure stopped with an error and it reverted by system reset. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.